Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2013, the physician used two disposable devices. The first device was inserted into the patient and the physician received two unsuccessful cavity integrity assessment (cia) tests. The second device was inserted and the physician could not obtain a cavity width measurement greater than 2.5cm. The physician then performed a hysteroscopy and "a perforation was visualized, a hysteroscopy and "a perforation was visualized [the] location was slight off midline to the patient left". The procedure was aborted. No treatment was required. On (B)(6) 2014, it was reported the patient was discharged home after the procedure. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Returned device: 13j17rc: evaluation codes reflect the returned disposable device. Additional lot: 13h17rc, expiration date: 09/17/2014. Returned device: (lot#13j17rd) serial number: (B)(4). Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number (13h26rf). The lots were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).